Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely low glucose (glu) results were obtained on patient samples on the dimension vista 1500 instrument. Siemens determined that quality controls (qcs) recovered within acceptable ranges for glu on the day of the event. Siemens remotely ran service method tests (smts) on the dimension vista instrument and several tests recovered out of ranges. Siemens determined that the dimension vista instrument health report (ihr) did not contain any related errors on the day of the event and that sample integrity issues potentially contributed to the discordant, falsely low glu results. The customer no longer has the instrument at their site and instrument files were not available for further investigation. No further evaluation of this device is required.

Event description:
Discordant, falsely low glucose (glu) results were obtained on six patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glu results.